Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump had blank display, frozen display. Customer reported the time clock does not advance. Insert battery alarm did not appear on insulin pump screen. The customer also reported that the buttons were not responding and the insulin pump received insulin pump errors. They were able to clear the alarm and rewind the insulin pump. They performed self test and it did not pass. Fill cannula was recorded in daily history. They performed self test and it passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.